Event description:
Caller reported a minimum fill notification, but declined to provide their blood glucose level at the time of the event, suggesting no reported impact. Initially, a series of troubleshooting steps were attempted, including reloading the original cartridge and then loading a new cartridge onto the pump, but these did not resolve the issue. Consequently, the customer's pump was replaced under warranty. The customer was instructed to use multiple daily injections (mdi) as backup insulin therapy and was informed on how to store the pump and return it with a pre-paid label.